Manufacturer narrative:
Patella implant revised for patient with a bicompartmental knee resurfacing device. Femoral component and tibial plateau were retained. Analysis of returned patella implant indicated potential ligament balancing issues.

Event description:
Patella implant revised for patient with a bicompartmental knee resurfacing device. Femoral component and tibial plateau were retained.